Event description:
Pt in for bronchial thermoplasty during the procedure, the catheter fractured. The catheter was removed intact and pt was not harmed. The catheter fractured at the 1 cm mark from basket.